Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's rv lead exhibited low sensing, increased thresholds and an unspecified impedance issue. As a result, surgical intervention was undertaken during which the lead was capped and replaced. The lead did not appear visually compromised during surgery. No patient symptoms were reported.